Event description:
Hematocrit tubes are breaking very easily. Most breakage is occurring during centrifugation. However, some is happening while filling the tubes. In one instance, a tech. Was filling the tube. While she was filling the tube with clay, the tube shattered and cut her left thumb.